Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per corevalve IFU, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Therefore, it is possible that user technique and patient factors may have contributed to this event, but an assignable root cause cannot be determined with the information available, as an angiogram cine was not provided for review.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed low. When the delivery catheter system (dcs) was pulled back in an attempt to reposition the valve, the valve dislodged from the annulus. The valve was left implanted in the iliac artery. No adverse patient effects were reported. The patient is expected to return back to the hospital for valve intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.